Event description:
Caller stated they had a nevro trial and was awake during the procedure and could see it was a student trying to locate the nerve, after which the doctor jumped in a supposedly located the nerve. Caller stated it wasn't a good experience and although they had almost 100% pain relief immediately toward the end of the 7 days they did start to feel discomfort but it was so dramatically different. Caller stated they do not want the nevro battery because it was too big and they did not like the idea of having to charge it every day and if they had been made aware of the charging requirement they don't think they would have done the trial. Patient mentioned they have had 8 surgeries on their right knee including 5 acl surgeries, knee replacement and revision, and the whole knee redone. Patient mentioned they had a hip replacement, have balance issues and arthritis and take percocet. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".